Event description:
It was reported by the patient¿s mother that the patient's blood glucose level rose to 305 mg/dl while wearing the pod. The duration of pod use and pod infusion site were not provided. The patient¿s mother reported being unsure if the cannula was properly seated in the infusion site, and the patient removed the pod due to pain at the infusion site. There was also insulin leaking from the infusion site. When the pod was removed, the cannula appeared to be bent, and there was bleeding at the infusion site. Treatment details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone15.5cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.